Manufacturer narrative:
The customer reported that the AED will not power on. This AED nor its electronic log files were returned and thus the root cause could not be determined. Based on the fact that this AED is beyond its 10-year design life, and the reported problem, the customer was advised to remove the AED from service.

Event description:
The customer reported that the AED will not power on but powered on with a spare battery". They reported this did not occur during patient use.